Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen had scratches. The customer¿s blood glucose level was unknown. The customer also stated that they cannot read inside the insulin pump. Troubleshooting was performed for damage. The customer was advised that the insulin pump to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with severely scratched display window noted.